Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm without getting a low battery alert on (B)(6) 2018. The customer¿s blood glucose level was unknown at the time of the incident but there were not symptoms or treatments necessary. Customer was assisted with troubleshooting but issue was not resolved. The customer mentioned this is the second occurrence of the alarm without warning. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss alarms noted during testing. Insulin pump functioning properly.